Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Decline in user's hearing performance with the device in (B)(6) 2017 after a head trauma. The patient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
Decline in user's hearing performance with the device in (B)(6) 2017 after a head trauma. In situ measurements show 8 channels with high impedance and 4 channels involved in short circuits. Problems of external devices were excluded. The patient has been re-implanted on (B)(6), 2017.